Event description:
It was reported "today I was placing a PICC over in the cancer center. After trying to insert the PICC the patient was nauseous, diaphoretic, and red all over. We ended up not placing the PICC and calling a rapid and then a code because he was starting to look pretty rough. We took him to the ER after the ert arrived and stabilized him with im epi." Additional information received states "yes, the allergy was added to the patient chart. The provider teams knew that was the cause. Allergy was involved. Pt got nonchg PICC placed today and it went well." The patient's current condition is reported as "discharged".

Manufacturer narrative:
(B)(4). The complaint of a catheter-related allergic reaction is confirmed based on the information provided. The customer confirmed that the adverse reaction was associated with the chlorhexidine coating on the catheter. The instructions-for-use (IFU) provided with this kit warns the user, "contraindications: the pressure injectable arrowg+ard blue advance antimicrobial/antithrombogenic catheter is contraindicated: for patients with known hypersensitivity to chlorhexidine. Hypersensitivity reactions are a concern with antimicrobial catheters and can be very serious and even life-threatening. Remove catheter immediately if adverse reactions occur after catheter placement. Note: perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs." Therefore, based on the available information, the complaint has been confirmed and unintentional use error related to the patient's condition likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "today I was placing a PICC over in the cancer center. After trying to insert the PICC the patient was nauseous, diaphoretic, and red all over. We ended up not placing the PICC and calling a rapid and then a code because he was starting to look pretty rough. We took him to the ER after the ert arrived and stabilized him with im epi." Additional information received states "yes, the allergy was added to the patient chart. The provider teams knew that was the cause. Allergy was involved. Pt got nonchg PICC placed today and it went well." The patient's current condition is reported as "discharged".